Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): performance data were collected from the device and analyzed. The weekly battery voltage trend data indicated the minimum battery voltage was 3.04 to 2.93 volts between (B)(6) 2011 and (B)(6) 2012 and is before the device's recommended replacement time of less than or equal to 2.62 volts. The device was also returned and analyzed. No anomalies were found.

Event description:
It was reported there was a possible battery malfunction on the device with a fluctuation in battery voltage. The battery voltage had dropped immediately after a capacitor reformation was performed in the physician's office. Battery voltage recovery after the charge time was expected in a few days. The physician elected to explant and replace the device at this time. No patient complications have been reported as a result of this event.